Event description:
The hcp reported the patient was experiencing a significant increase in pain. The pump was programmed to deliver hydromorphone (5.0 mg/ml) at 0.9996 mg/day; however, a large discrepancy between the expected residual pump volume and the actual volume were found (volumes were not reported). A study were performed (dates not reported). The pump and catheter were replaced.